Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear based on the provided info; however, polyethylene wear after 16+ years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised due to poly wear and delamination.